Event description:
It was reported an issue with dagrofil suture. The client reported that needles detach from the thread. Additional information is not available.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.